Event description:
It was reported that the balloon was torn. A 4mm x 40mm x 146cm coyote es balloon catheter was selected for use. During preparation, there was some resistance encountered when removing the balloon protector. Upon checking the balloon part, it looked like it was torn. The procedure was completed with a different device. No complications were reported.